Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that "patient was receiving a PICC in the left upper arm for long term antibiotics. Access was obtained, peel-a way-sheath was placed, fluro was immediately taken to confirm proper placement. Patient then began to vomit and complaining of an itchy right arm. Anti-vomiting medication was administered and benadryl. Patients chart was double checked for allergies and none were documented. They secured the PICC checked vitals and did EKG. All vitals were fine, but then patient experienced major abdominal pain. Catheter was then replaced with a non cg PICC and symptoms subsided. Fellow reported to me at 24 and 72 hours later patient was fine with no observed residual effects". Therapy was not interrupted/delayed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that "patient was receiving a PICC in the left upper arm for long term antibiotics. Access was obtained, peel-a way-sheath was placed, fluro was immediately taken to confirm proper placement. Patient then began to vomit and complaining of an itchy right arm. Anti-vomiting medication was administered and benadryl. Patients chart was double checked for allergies and none were documented. They secured the PICC checked vitals and did EKG. All vitals were fine, but then patient experienced major abdominal pain. Catheter was then replaced with a non cg PICC and symptoms subsided. Fellow reported to me at 24 and 72 hours later patient was fine with no observed residual effects". Therapy was not interrupted/delayed.